Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to an implant fracture.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).